Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubie pockets in half height drawer 3.1 were missing. The field service engineer (fse) launched test software and confirmed all cubie pockets were detected, then ejected all pockets since the drawer was not in use. After rebooting the station, all cubie pockets returned and functionality was restored. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a device not detected on bus error. The customer attempted to power cycle the pyxis by turned it off and back on; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.